Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while running axsym digoxin iii assay, an error code# 1113 (invalid test result, intercept too low) generated on a patient sample. There was impact to patient management reported.